Event description:
It is reported that the patient was revised due to an unknown reason. It was stated that the components did not fit right.

Manufacturer narrative:
This report will be amended when our investigation is complete.